Manufacturer narrative:
The device was evaluated by a zoll field service engineer (fse) at the customer site. The customer's report was duplicated and attribued to defective inspiration block. The inspiration block was replaced to remedy the report.

Event description:
It was reported that the device triggered a "no o2 dosing possible" alarm. There was no patient involvement reported.